Event description:
The clinician reported that over 3 months after the immediate dental implant was placed in ada site 28 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported inflammation and an infection in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.